Event description:
It was reported that low flow alarm occurred in arctic sun device during use. It was stated that there might be a possible malfunction of circulation or mixing pump. Per wo review on 25jan2023, it was noted that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that low flow alarm occurred in arctic sun device while using. Possible malfunction of circulation or mixing pump. As per wo review on 25jan2023, it was noted that there was no patient involvement. As per sample evaluation results received on 12apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump head. During evaluation, it was confirmed that device had low flow during use. Circulation pump head was replaced. Flow meter failure also contributed to the reported issue. It was noted that the flow meter was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump head. During evaluation, it was confirmed that device had low flow during use. Circulation pump head was replaced. Flow meter failure also contributed to the reported issue. Flow meter was replaced. Mixing pump replaced as preventative maintenance. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.